Event description:
As reported from the FDA maude report ((B)(4)), a pt underwent a stent placement on (B)(6) 2013. As of (B)(6) 2013, the physician was unable to remove a right urethral stent in the office. The pt was taken to the operating room for stent removal. Stent was encrusted on the distal portion of the stent in the bladder and it appeared to be stuck proximally up in the right kidney.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.